Event description:
The patient reported that subsequent to the implant of a protegen sling for treatment and a cystocele and rectocele repair, they experienced vaginal pain, which affected their ability to walk. They reported that in march 1999 they had the right screw removed and in 1999 they had the sling and the left screw removed. The patient reported they have bladder damage and they continue to have vaginal pain. The device was not returned for evaluation. Therefore, no failure analysis is available. Without evaluating this device the company was unable to determine if the device met specifications, and the company was unable to determine the specific relationship of the device to the event.